Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2025. During the procedure, the scope malfunctioned after approximately 30 minutes of normal operation, displayed an error icon with a white scope and exclamation mark, resulting in loss of video output. The procedure was completed with another exalt model d. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2025. During the procedure, the scope malfunctioned after approximately 30 minutes of normal operation, displayed an error icon with a white scope and exclamation mark, resulting in loss of video output. The procedure was completed with another exalt model d. There was no patient complications reported as a result of this event

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block h11: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. During visual inspection, the returned scope showed no signs of external damage. During the imaging test, the scope was connected to the controller and produced a clear image as expected. The functional check confirmed that the insertion tube tip articulated smoothly without any issues, and there was no image loss observed during operation. Electrical testing indicated that all measured values were within the acceptable range. The reported event was not confirmed. Based on all gathered information, a device problem was excluded as the probable cause of the event as the device passed all tests performed, and exhibited normal characteristics.